Event description:
Patient report their freedom pump, used for hizentra infusions, serial number (B)(6), is old and not working properly. Pt reports syringe shooting out of pump with last infusion and had to hold syringe down. Patient reports they did not miss a dose, nor had an interruption in therapy. It is unknown if patient experienced an adverse event due to product issue. Pharmacy replaced the device and the malfunctioning device will not be returned. Unknown if md is aware. No further information, details, or dates provided. Indications: immunodeficiency with predominantly antibody defects, unspecified, selective deficiency of immunoglobulin g [igg] subclasses, and common variable immunodeficiency, unspecified.